Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor position encoder error. The blood glucose level was 334 mg/dl at the time of incident. Customer states that they are able to clear the alarm and able to rewind the pump. The product will not be returned for analysis.